Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken to cardiovascular operating room (cvor) for driveline debridement related to recent infection. Upon assessment of driveline, multiple areas with rescue tape noted and areas of exposure were noted. Rescue tape was planned to be applied.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported driveline damage. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The account submitted images of the external portion of the patient¿s driveline for review. Tape was covering a large portion of the driveline above the bend relief. Additionally, portions of the outer jacket were missing from the driveline, exposing the underlying bionate layer. No wires were visible, and the damage appeared to be superficial. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further related events reported. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including infection, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.